Event description:
It was reported that the procedure was to treat 75% in-stent restenosis of a 2.25x28 mm xience prime rx stent that was previously implanted in an eccentric lesion located in the mid left anterior descending artery. On (B)(6) 2013 the patient was admitted to the hospital with stable angina (class ii). On (B)(6) 2013, an unspecified balloon catheter was used to perform pre-dilatation and a 2.25x28 mm xience prime stent delivery system (sds) was advanced toward the target lesion. The sds balloon was inflated to 10 atmospheres and the stent was implanted in the target lesion. The sds was removed and post-dilatation was performed by advancing an unspecified 2.5 mm balloon catheter to the target lesion and inflating the balloon to 16 atmospheres. The balloon catheter was removed, intravascular ultrasound was performed and the procedure was completed. On (B)(6) 2013 the patient was discharged from the hospital. It was confirmed that the patient was compliant with dual antiplatelet therapy after the procedure which consisted of aspirin 100mg/day and clopidogrel 75mg/day. On (B)(6) 2014 the patient returned to the hospital for a one year follow-up and restenosis was confirmed in the implanted xience prime stent with coronary angiography. Angioplasty was performed to successfully treat the restenosis. The patient recovered and was discharged from the hospital on (b)(60 ) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. Stenosis is listed in the xience prime small vessel (sv) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.